Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A doctor of optometry reports a patient with topographically-observed "central islands" (corneal irregularities) following a custom sphere myopia laser procedure. This report is for the left eye, the right eye is being submitted under manufacturer number 1061857-2007-00461. Patient records do not indicate an injury for the left eye. At 10 months post-op, bcva in the left eye was equal to the pre-op measurement and ucva had improved from 20/cf to 20/20. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contrast lens correction or surgery.